Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error alarm during rewind due to cold solder at one of the components on the interface board. The device had minor scratches on the lcd display window and cracks on the reservoir tube lip.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It is reported that customer had motor error alarm on the pump. Customer's blood glucose at that time was 70mg/dl. Troubleshooting was done. Advised customer that the insulin pump would be replaced. No further information provided.